Event description:
It was reported that it was difficult to establish telemetry with the programmer rf head (B)(4). No patient involvement or complications were reported as a result of this event. Programmer rf head (B)(4) was returned with the programmer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer rf head failed testing, and the cable was found to be out of specification. The magnet was also broken. (B)(4) the programmer rf head failed testing, and the cable was found to be out of specification.